Manufacturer narrative:
Batch review performed on 10 april 2017. Lot 164517: (B)(4) items manufactured and released on 29 september 2016. Expiration date: 2021-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 11 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: few weeks after primary cementless tha in an elderly lady with reportedly fragile bones a femoral fissure is detected. No traumatic event is reported, but it is conceivable that the fissure was created at the time of femoral preparation and stem insertion. This is a known, possible complication of hip arthroplasty, described in literature, made of course much more likely by age and bone quality. No reason to suspect a device malfunction. Not explanted.

Event description:
A distal-lateral cortical micro-fracture of the femur was present in the patient. A cerclage after primary surgery was done on (B)(6) 2017. No explanted implants.